Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Event date known, assumed 1st day of month ((B)(6) 2011) that complaint was reported the device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a max button not activating the device. The device was functionally tested with a generator. During functional testing on gen11 tighten assembly screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or tighten assembly error screen is blade damage. The device was tested with a test hand-piece and generator and the device did activate using max and min buttons.

Event description:
It was reported that during a lap sigma procedure, max knob did not function. No further information is available. Another device was used to complete the procedure. No patient consequence reported.